Event description:
During testing at the user facility, an e321 (battery charger timeout) error code was noted on channel 2 of the device. The device was returned to the biomedical department with an unsigned not that indicated, alarms malfunction code 380#315 on channel 3. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the deice was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reported upon query by hospira personnel.